Event description:
It was reported that patient experienced weakness in the leg and was admitted to the emergency room. No falls were reported. Leg weakness has improved, and patient is no longer admitted to hospital. No more tests ordered at this time.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000145108.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.